Event description:
Revision due to the non-fixation of bone on the implant after 9 months implantation. The pt felt a pain in the thigh.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.